Event description:
Lead was implanted on [date redacted], attending was unable to identify which lead was removed since two were implanted at this time with no imprinted identifiers. Stimulator lead stopped working and was removed.